Manufacturer narrative:
Implant date - estimated as (B)(6) 2021 since the patient stated their implant occurred in october. Event date - estimated as two days post implant date.

Event description:
It was reported via social media that the patient experienced dyspnea, edema, and fatigue. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Two days post procedure, the patient reported shortness of breath, severe fatigue, and fluid retention resulting in the inability to walk more than a block. No further information is available at this time.